Manufacturer narrative:
The device was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. There was no service history for the device under evaluation. The complaint was not verified. Determination of root cause was not possible. (B)(4).

Event description:
A sales representative initially reported that the c7000 cusa clarity console suction was not functional; suction could not be achieved even after extensive troubleshooting during an unspecified surgery. Additional information was received on 07nov2019 stating that the patient underwent brain tumor surgery on (B)(6) 2019. There was a surgery delay between 30 to 45 minutes due to the product issue. The device did not work so not all of the tumor could be removed. The cusa could not be used on the patient; they had to close without removing all of the tumor.